Event description:
It was reported that the delivery wire of the subject coil was broken and remained inside the detachment system during the procedure. The coil which was placed in the aneurysm was retracted. Another coil was used to complete the procedure successfully. No patient consequences were reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). In addition, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, there was fracture of the delivery wire which remained in the in zone. The device was not returned for analysis therefore, visual, dimensional and functional testing could not be performed. It is probable that the delivery wire fractured in an attempt to insert its proximal end into the power supply to complete the coil detachment. Therefore, an assignable cause of ¿procedural factors¿ has been assigned to this reported event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the delivery wire of the subject coil was broken and remained inside the detachment system during the procedure. The coil which was placed in the aneurysm was retracted. Another coil was used to complete the procedure successfully. No patient consequences were reported due to this event.